Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. After removing aa battery and monitoring for sixty seconds, less than ten minutes, reinserted aa battery or utilized a 2302 battery simulator, pump booted up successfully. No pump error 68 alarm was noted. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed three pump error 68 alarms, one on 02/05/2023 at 22:29:03.000, and two on the event date of 02/07/2023 at 12:36:39.000 and 12:52:04.000. Pump alarmed 14 stuck key button error alarm found on the event date of 02/07/2023 at 11:36:33.000, 11:39:51.000, 11:43:10.000, 11:46:00.000, 11:46:29.000, 11:49:48.000, 11:53:08.000, 11:56:27.000, 11:59:47.000, 12:03:05.000, 12:06:25.000, 12:09:36.000, 12:14:03.000, 12:17:05.000, and 12:20:18.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly pcba 1 and pcba 2), motor, keypad flex connecting cable, lithium backup battery, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and corroded battery tube. Stuck key button error alarm and pump error 68 alarms were not confirmed during testing. Moisture damage was confirmed found on the battery tube, the electronic assembly pcba 1 and pcba 2), motor, keypad flex connecting cable, lithium backup battery, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 68 - trace pointers were invalid on the insulin pump. The customer also reported that there was a button error alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, but the customer was unable to clear the alarm. The customer will discontinue using the device and the insulin pump will be returned for analysis.